Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2013.

Event description:
It was reported that the patient was seen in the ER (emergency room) two days ago with loss of capture. The device was interrogated and intermittent loc was seen on the right ventricular (rv) lead. Additionally, the capture management data showed elevated and varying thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.